Event description:
Complainant alleged that during biomed testing, the device was unable to enter the start up menu. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Device evaluation: the device was evaluated by a zoll field service representative at the customer site. The review of device logs indicated that the power up settings were changed and the device was not configured to power up with start menu. The zoll representative configured the device to resolve the report. The device was recertified and returned to the customer. Reports of this nature are not considered to meet our requirements for the submission of a medwatch report due to no potential for clinical impact. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device did not operate correctly. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.